Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient felt "blood flowing hard in back of her head" and was afraid her pacemaker was not working properly. The device is still in use. No patient complications were reported as a result of this event.